Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The urinary retention patient reported they experienced ¿no significant improvement¿ after implant. It was stated that ¿now that the urine was more and more¿ at the time of report, the ¿patient couldn't urinate completely and there was residual urine and there appeared kidney hydronephrosis.¿ the patient returned to the hospital for reprogramming, but ¿there was no effect.¿ the patient had turned their stimulator off six months prior to report and ¿used a urinary catheter to urinate.¿ it was unknown whether the patient had experienced a more than 50% reduction in symptoms with their device. The patient was being observed at home at the time of report. It was unknown whether any effective measures were/would be taken and if any troubleshooting was performed. No further complications were reported or anticipated.